Event description:
Rescue arrived on the scene to find a patient pulseless and apneic from a drug overdose. Ventilation and CPR ( compressions). Thumper was applied after the patient was loaded into the ambulance. Initially, the thumper was performing proper compressions. After several seconds, there was an increase in the depth/force of the compressions. The operator attempted to pause the device but was unable to. The thumper then paused on its own and attempts to start it were unsuccessful. The device was removed from the patient and manual compressions continued. Upon arrival at the hospital, spontaneous circulation had returned.

Manufacturer narrative:
This device was returned to michigan instruments, inc. And extensively evaluated and tested. The specific complaint could not be confirmed. The device performed to its specifications. However, the on/off knob was damaged which would have the potential to cause the situation described. Evaluation summary/thumper (B) (4): thumper (B) (4) was returned to michigan instruments, inc. For evaluation. The complaint was that the unit started increasing compression depth on its own. When the operator attempted to pause compressions, she could not and then the unit stopped and could not be started. Initially, the unit was powered up and found to be running correctly. It performed chest compressions and ventilations properly and to its specifications. Longer term testing over several hours was done and the device consistently operated within its specifications. The reported problem was not able to be duplicated. However, during the evaluation, it was found that the on/off switch had been damaged from dropping the unit or some other impact to the switch. This could also be confirmed by the fact that the switch bracket was bent and the covers were dislodged. The damage to the switch caused it to respond very slowly or possibly not at all. This condition could potentially result in the situation that was described. The switch has been replaced and the device repaired.